Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was returned in two pieces. An insulation abrasion was noted at 8.0 cm to 9.5 cm from the distal tip. The abrasion was consistent with constant friction to another implantable device. This damage likely contributed to the reported anomalies.

Event description:
It was reported that the right ventricular lead exhibited noise and intermittent oversensing. The lead was explanted and replaced.